Event description:
Customer reported the zipper pull tab has broken off the left side panel. In addition, the zipper is broken on the right side pane, the teeth are separating. Customer did not provide the date when discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned bed confirmed the reported issue; zipper teeth on the left side panel open up when zipped closed indicating the slider body is open. There is a burn on the netting of the right side panel. (B)(4).